Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed..

Event description:
It was reported that during use with bd facscanto¿ ii the flow cell leaked biohazardous waste outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: flow cell leaking- was the leak fluid or air? Fluid. Was the leak contained within the instrument? Not. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2022-02-25.

Event description:
It was reported that during use with bd facscanto¿ ii the flow cell leaked biohazardous waste outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: flow cell leaking. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? Not. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before . 6. Was the waste mixed with decontamination or bleach? No. "7. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that during use with bd facscanto¿ ii the flow cell leaked biohazardous waste outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: flow cell leaking- 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? Not. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before. 6. Was the waste mixed with decontamination or bleach? No. "7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6) . ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 21jan2021 to date 21jan2022. ¿ complaint trend: there are 22 complaints related to the issue of a biohazard leakage not contained within the instrument. Date range from 21jan2021 to date 21jan2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage not contained within the instrument was due to a worn flowcell. Upon coming onsite, the fse (field service engineer) replaced the worn flowcell (pn 64003107), aligned the optics and performed a 7-color test to verify that the instrument was functioning as expected. A returned sample evaluation was not performed on the flowcell as the customer reported that the flowcell has been discarded and could not be sent back. After the repair the instrument was functioning as expected with no further leakages. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4). Case # (B)(4). Install date: (B)(6) 2016. Defective part number: 64003107 - assembly flowcell facs canto ii service work order notes: o subject / reported: pi-338962-facscanto ii-7color fail. O problem description: facscanto ii-7color fail,standup fail. O work performed: 1.replace flow cell (pn:64003107) 2.alignment optical. 3. Perform 7-color pass. O cause: flow cell leaking. O solution: 1.replace flow cell (pn:64003107) 2.alignment optical. 3. Perform 7-color pass. ¿ returned sample evaluation: although the replaced part, 64003107 - assembly flowcell facs canto ii service, was returnable, the customer reported that they had discarded the sample and it could not be returned for evaluation. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: 22. Flow cell. O function: 22.3 remain free of waste once waste has been evacuated. O potential failure mode: 22.3.1 waste gets into flowcell, drops out of sit. O potential effect(s) of failure: 22.3.1.1 biohazard exposure. O potential cause(s)/mechanism(s) of failure: 22.3.1.1.1 siphoning out of waste trap into flow cell (on power-down or hard standby). O current controls: none. O recommended actions: 1. Lower waste trap (below level of flow cell). 2. Add p-tray. O responsible party: (B)(6). O target completion date: 10/1/2005 o actions taken: 1. Waste trap lowered and p-trap tubing implemented, to prevent siphoning in either direction (canto b change sheet nxb-2028). 2. Inform service of importance of p-trap tubing routing. Reger chapter 4 in bd facscanto ii service manual (640597). O severity: 9 o occurrence: 1 o detection: 9 o rpn: 81. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn flowcell. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn flowcell. The fse confirmed the issue and replaced the flowcell. They then aligned the optics and performed a 7-color test which passed. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.